Event description:
Device being used would not register the cavity assessment. Cavity assessment not progressing, kept beeping. Surgeon tried measuring cavity again. Surgeon requested new device, saying this was a factory defect.